Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements and lead safety switch (lss) was triggered. In addition, high pacing thresholds were noted. And there were concerns of noise on the ra channel. Technical services (ts) was consulted, and it was found this behavior was consistent with a gate oxide defect of internal circuit of the pacemaker with the potential for lead corrosion. Device and ra lead replacement was recommended. No additional adverse patient effects were reported. This ra lead was explanted and successfully replaced. This ra lead has already returned to boston scientific, but further analysis has not been performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, found no anomalies. Microscopic examination of the helix showed corrosion material on the helix coupler. The observed corrosion is believed to be a result of a gate oxide anomaly on the associated pacemaker.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements and lead safety switch (lss) was triggered. In addition, high pacing thresholds were noted. And there were concerns of noise on the ra channel. Technical services (ts) was consulted, and it was found this behavior was consistent with a gate oxide defect of internal circuit of the pacemaker with the potential for lead corrosion. Device and ra lead replacement was recommended. No additional adverse patient effects were reported. This ra lead was explanted and successfully replaced. This ra lead has already returned to boston scientific, but further analysis has not been performed.

Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance measurements and lead safety switch (lss) was triggered. In addition, high pacing thresholds were noted. And there were concerns of noise on the ra channel. Technical services (ts) was consulted, and it was found this behavior was consistent with a gate oxide defect of internal circuit of the pacemaker with the potential for lead corrosion. Device and ra lead replacement was recommended. No additional adverse patient effects were reported. This ra lead was explanted and successfully replaced. At this moment, this ra lead has not returned to boston scientific for further analysis.